Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual, tactile, and microscopic evaluations were performed. Visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Inspection of both the outer and inner lumens, along with tactile assessment of the entire extrusion, revealed no issues. Microscopic analysis confirmed that the stent had detached and was not returned. Crimp marks were visible on the balloon; however, there was no evidence that positive pressure had been applied. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent moved on balloon occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (drca). A 2.50 x 16 mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, stent migration occurred, and a stent strut became caught. The procedure was completed with another of same device. No patient complications were reported, and the patient remained in good condition.

Event description:
It was reported that stent moved on balloon occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (drca). A 2.50 x 16 mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, stent migration occurred, and a stent strut became caught. The procedure was completed with another of same device. No patient complications were reported, and the patient remained in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained.